Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was unable to charge and was having difficulty recharging the ins. He stated there were no bandages but there was fluid buildup/swelling. It was noted that they could communicate with another external device. The patient also reported that during recharging, it felt 'rather warm back there.' Poor coupling and heating while recharging was identified. The patient had a follow up appointment with their healthcare professional scheduled on (B)(6). Follow-up was done to obtain information related to troubleshooting and outcome but no additional information has been received.

Event description:
Additional information received from the consumer reported their swelling went down, but it was still hard to recharge because it was still hard to get the recharger in the right place and they had to place the "charger many times before getting at least four bars." In order to resolve the heating sensation when recharging the consumer was going to charge for shorter periods of time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.